Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the right ventricular lead exhibited loss of capture. The patient was hemodynamically unstable, the physician decided to cap the lead and implant a new one.